Event description:
It was reported that the patient complained of increased urinary leakage. Upon interrogation, several ¿leads¿ were found to have abnormal high impedance. The event was noted to be related to the lead and programming. The device was reprogrammed on (B)(6) 2014, and the event resolved without sequelae.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the event was not related to programming.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fxgg, implanted: (B)(6) 2014, product type: lead. (B)(4).